Manufacturer narrative:
This MDR is a remediation for an event that happened in the USA on (B)(6) 2023 and for which we couldn't find any proof of transmission from the person in charge of reporting at the time.

Event description:
The patient was revised due to dislocation on (B)(6) 2023. The implantation date was on (B)(6)2019. A cup and a reversed adapter were explanted. No element were implanted.